Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "persistent pain". This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6), 2008 as part of a clinical study. Subsequently, the patient experienced continued pain and a revision procedure was performed on (B)(6), 2008. The femoral component, tibial tray and tibial bearing were all removed and replaced with total knee components. No further information has been received to date.